Event description:
The following was reported to hamilton medical ag: during ventilation of the patient, the hamilton-t1 ventilator device alarmed for peeplow and turn-flow sensor. No device log files are provided to hamilton medical. The ventilator device got exchanged. The issue did not result in any patient harm. The available information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event is assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed with "turn flow sensor alarms and other issues" during patient ventilation; as a result, the patient was placed on another t1 device. However, there was no report of harm to patient, user or third party, nor a treatment in delay. Questionnaire and additional information requested. Additional information received form partner's completed questionnaire: after the device was removed from the patient, pre op checks were ran, and the tightness test failed each time for a total of 6 attempts. Multiple attempts were made to obtain information regarding the resolution for the reported alarms during patient ventilation, and none were provided. It is also unknown what was done to resolve the repeated tightness test failures after the event. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.